Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and high capture thresholds. Some tests has been performed and no noise was observed. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.